Event description:
It was reported that during the left ventricular (lv) lead implant, the lv lead would not stay in the sub selected branch and kept dislodging when the physician pulled back the coronary sinus catheter. The lv lead was not used and the physician decided to use a thicker lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6725 adaptor (B)(6) 2013; 6947 implantable tachy lead (B)(6) 2013. (B)(4).